Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. All buttons functioning properly. No damage/unlocked j2/lcd keypad connector during visual inspection noted. Device passed self-test, rewind test and displacement test. No unexpected back light, dimmer or rewind anomaly noted during testing. Device had stripped battery cap coin slot (p). The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
Customer reported via email on (B)(6) 2018 that the buttons of the insulin pump are hard to press and may have worn out. Customer's blood glucose level was unknown at the time of the incident. The customer also reported that the insulin pump has louder rewinds and dimmer backlight. Troubleshooting did not occur. Product will not be returned for analysis.